Manufacturer narrative:
H3: no bends or kinks were found with the pushwire or marker coil of solitaire platinum. Visual inspection showed no irregularities outside of the attachment zone. The stent non-working (tear drop) and working length struts were in good condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the when a cone-beam CT image was taken after the removal of the thrombus, it was noticed that there was something shining. It was possible this was the marker from the react 71 or phenom catheters or the solitaire stent retriever. Two passes had been made with the solitaire. The patient did not experience any injury. The devices were prepared and flushed according to the instructions for use (IFU). The patient was undergoing a mechanical thrombectomy for an infarction in the middle cerebral artery. The patient's tici score after surgery was 2c. Tissue plasminogen activator (tpa) was performed. The patient's vessel tortuosity was normal. The access vessel was the middle cerebral artery, which was 2.5mm in diameter. Ancillary devices include a trak 21 catheter and a trevo 3 -32 stent retriever.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported something was shining in the cone-beam CT after the procedure, but they were not visible when the CT was taken after that. When checking the device visually, there was no damage, and no issues in particular that may have led to damage. Since no abnormality was found during the CT after the procedure, no treatment was performed.